Manufacturer narrative:
Requests were additional information were completed but were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) complained of pain at the implant site. There was some swelling and pinched skin observed at the site and the physician was concerned that there may be a pocket infection. An ultrasound was scheduled to review the site and determine the next actions. This ICD remains in service at this time. No additional adverse patient effects were reported.